Event description:
Nine liter effluent (drainage bag) suddenly burst open at side seam and gushed effluent drainage all over the floor, machine etc. This is second bag in one week. The other bag had leaked at the mid circle seam. We are trying to determine if bag is too full as both occurred at about the full point.